Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 396 mg/dl. The trainer stated that the customer had a loss of energy, nausea, and chest pains. While the customer was taken in the ambulance, his blood glucose dropped to 65 mg/dl and he was treated, which rose it back up to 399 mg/dl. It was also stated that the customer changed his infusion set a day prior to the admission when his glucose level was 399 mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.